Manufacturer narrative:
This report is submitted on april 10, 2019.

Event description:
Per the patient's surgeon, the patient elected to have the device explanted on (B)(6) 2019 due to poor performance and lack of clinical benefit with device. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 24, 2019. - attachment: [140728 device analysis report.pdf].